Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that when the patient plugged their electronic unit in, the base of the cord began to spark. The patient was instructed to unplug the unit. As a result, the patient's electronic unit was replaced.